Manufacturer narrative:
The referenced generator unit was returned to the service center. The evaluation confirmed the reported e433 error and the high voltage power supply pc board was found defective. The unit was repaired and returned to the customer. The unit was purchased on april 17, 2019 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical engineer at the user facility reported, during preparation for use the high frequency electro-surgical generator unit was inspected and an e433 error code was observed. It is unknown if the first footswitch was disconnected and another one was reconnected. All the connections and cables were checked and secured. The same generator was used to complete the procedure. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: d8, g3, g6, h2, h3, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The error e433 is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes are: - the operator activates the footswitch during generator booting (temporary fault caused by user action). A defective footswitch (temporary fault). A defective footswitch (temporary fault, defective reed contact). A faulty cable connection between hvps board and generator board (temporary or permanent fault). A defective hvps board (permanent fault). A defective generator board (permanent fault). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: a spare generator should be available at all times. Olympus will continue to monitor complaints for this device.